Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, around 8:00pm, the patient was laying in bed watching tv when his wife noticed his eyes rolling and he began having a ¿grand mal seizure¿. The patient then lost consciousness. The patient¿s wife called emergency medical servies and was transferred to the emergency room. The patient could not recall whether ¿there was an alarm on his device or what his readings were on the dexcom¿ prior to the seizure. The patient was wearing a tandem insulin pump. At the ER, the patient¿s bg level was 20 mg/dl, and his body temperature was 90 degrees fahrenheit. The patient was treated with glucagon, insulin, unspecified antibiotic for aspiration, and saline hydration. The cgm was removed by medical staff as well and attempted to replace it with three different sensors, but ultimately it was removed as it was providing readings that were ¿off¿ compared to the hospital¿s bg meter readings. No specific bg meter / cgm comparison values were reported. The patient was discharged on (B)(6) 2025. The patient was ¿doing good¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.